Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(6).

Event description:
Caller reported blood glucose results of 87 mg/dl on compact plus system 1, 158 mg/dl on compact plus system 2 within 10 minutes using same fingerstick. Customer used same strips for both meters. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.